Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure upon deployment of the closure device into the appendage, a thrombus was noted on the side of the was sheath in the left atrium. The physician decided to assess the closure device. After the assessment, it was determined that the closure device met position, anchor, size and seal (pass) criteria and the closure device was released. The physician allowed blood to bleed back from the was after release. The patient was kept overnight for observation and is expected to fully recover. No further information was provided at the time of this report.